Event description:
The pt reported that when he work up in 2009, his blood glucose was elevated to 23.8 mmol/l (428 mg/dl) and the infusion device was in the stop mode. He sated that he does not recall receiving an alert or error message. He placed the infusion device in run mode and had no further issues. His normal blood glucose level is 5 mmol/l (90 mg/dl). No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.